Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2022, a 30mm amplatzer pfo occluder was selected for implant. During deployment, a deformation was reported. The device was resheathed and removed and prepped again and again a deformation was noted. A new 35mm amplatzer pfo occluder was selected and successfully implanted. The patient was reported to be in stable condition and completed without any complications.

Manufacturer narrative:
An event of an amplatzer pfo occluder presenting deformation during deployment was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.